Event description:
It was reported the rigid video laparoscope had scope commination error b31. The issue occurred during service and maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: incompatible scope error error b31 occurs due to video cable was broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections and additional result of the final investigation. Updated fields: d8; g3; h2; h3; h6 and h11. Corrected fields: e1; e4; g4. In addition, the following reportable malfunction was identified during the device evaluation: no image was displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.